Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (B)(6); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was sometime last year the patient felt like one of the lead wires moved because the patient could feel a wire close to the surface of their skin across the top of the ins when pt did not remember a lead in that placement. Patient noted they did not think their device was working as well as it was either. Patient had issues where if they put it on the left side then it did more on the right side and if it was in the center it did the right side sometimes. Just a little while ago the patient got up and felt a burning pain where the lead came around their waist and that had been happening more often lately like an electrical burn. The patient was redirected to their healthcare provider to further address the issue.